Manufacturer narrative:
B5 added additional information g2 added "health professional" h6 changed conclusion code from 67 to 11 h11 corrected the suspect medical device was not returned for evaluation. Therefore, the complaint could not be confirmed and the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The customer reports that during placement, the sheath wouldn't break apart evenly. Tools were used to dissect the remaining peel away sheath when it broke unevenly. There was no reported patient injury.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the

Event description:
The customer reports during placement of a dialysis catheter in patients ij, the access peelaway sheath in the kit did peelaway as intended. No injury tor report.